Event description:
Literature article entitled ¿bilateral unicompartmental knee arthroplasty: one stage or two stages?¿ written by biazzo a, masia f, verde f. Published in musculoskelet surg. Published on 2018 dec 3. Pmid: 30511239. The article's purpose was to determine ¿is there an increased risk of perioperative complications with bilateral simultaneous versus unilateral uka? Is there a difference in operative times between bilateral simultaneous and unilateral uka? Is there a difference in blood loss and rate of blood transfusion?¿ patient data: average age of the patients in group a was 69.5 years, bmi of patients in group a was 29.1. Women were more represented 70 total. Comorbidities: hypertension diabetes and obesity. It is noted that implants in the study were a combination of depuy and competitor products. Cement manufacture is unknown. Depuy products: sigma high performance partial knee (unilateral: poly insert, tibial component and femoral component). Adverse events non-specified patients: significant intra-op blood loss, treated with transfusion of packed red cells. Intraoperative fracture of the tibial plateau, treated with osteosynthesis orif. Arthrofibrosis, treated with manipulation under anesthesia. Transient ischemic attack, no treatment noted. Regional pain syndrome, oral pain medication and manipulation under anesthesia. Literature is a valuable source of information. However, it has limitations, including nonspecific and indeterminate information about each adverse event. The authors do not provide information to identify the devices used during primary procedure for each patient. The adverse events captured in this complaint are the events that could be associated with the noted depuy synthes devices. The events that are associated with competitor devices are excluded from this complaint. The actual number and specific product line of depuy synthes devices associated with the above adverse events is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.